Event description:
A distributor contacted stryker to report that a device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. It was determined that a missing magnet in the lid cause the reported issue. The distributor received a new lid and battery to resolve the reported issue.